Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown poly insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had a right knee revision due to pain.

Manufacturer narrative:
An event regarding alleged pain involving an unknown insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the exact cause of the reported pain could not be determined. A review of the medical records by the clinician indicated insufficient documentation presented to complete assessment. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had a right knee revision due to pain.